Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 442 mg/dl with large ketones, abdominal pain, extreme drowsiness, extreme thirst, and excess urination. The reporter noted the patient did not receive treatment above and beyond routine diabetes management, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump's basal history did not match the programmed basal rates. This complaint is being reported because the reported health event was attributed to a device malfunction of unknown cause.

Manufacturer narrative:
Follow-up #1 date of submission 02/11/2016. Product analysis: the device was returned and evaluated by product analysis on 02/05/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal behavior or related issues. The total daily dose history was appropriate for the user programmed deliveries. An unexplained loss of prime alarm occurred on (B)(6) 2016 at 17:07; deliveries resumed at 19:28. The pump was manually suspended on (B)(6) /2016 at 22:04; deliveries were manually resumed at 22:28. On (B)(6) 2016 at 08:20, the rewind step of the prime sequence was performed. Deliveries were never resumed. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.